Event description:
It was reported that the patient experienced worsening urinary retention and went to the hospital for follow up. High impedances were found on all pairs, greater than 4000 ohms. Previous impedances were not available. An x-ray revealed no problems. The physician decided to explant and replace the system. The stimulator was replaced as well to avoid the patient to undergo another surgical intervention for battery depletion. During the procedure, the lead was tested with a screener device and the patient felt no stimulation. The physician suspected there was something inside the lead or extension, or a lead fracture, but did not suspect impedances were related to "tissue-electrode" contact. The patient was noted to be "fine."

Manufacturer narrative:
Lead model 3889-28, lot# unk, implanted: 2009-(B)(6), explanted: 2012-(B)(6). Extension model 3095-10, serial# (B)(6), implanted: unk, explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 3023 serial # (B)(4) showed no anomalies. Analysis of extension model 3095-10 lot # nah039603v showed no anomalies. Analysis of lead model 3889-28 lot #unknown showed that all conductor circuits were broken (at or near the tines) 4 and 5.2 cm from the distal end. The outer insulation was intact but the radiopaque sleeve was crushed. All circuits were open and no short between the circuits were seen.